Event description:
Customer called and informed that 2 sets leaked at the luer connection. This happened when customer was priming the infusion set. Lot no. 518131 is related to this complaint. 2 used samples have been returned for analysis.